Event description:
The site reported the following: after opening the CT syringe kit and on preparation of the syringe for injection, a foreign body was seen in the tip of the syringe. No injury or adverse event was reported.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe, lot number 8504441, and confirmed the presence of a white plastic particulate in the fluid path. The particle was detected in the barrel of the syringe and measured 8mm in length by 3mm in width. Material extensions on the particle were observed that could break off into the fluid path. Comparison of the material extensions with the inside diameter of the range of catheters used for radiology injection concluded that, due to possible fragmentation, the potential of injection into the patient exists. Our investigation determined that the particulate noted in the syringe was introduced during the material handling in the manufacturing process and was not detected upon receipt of the syringe from the supplier. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.